Manufacturer narrative:
An event of premature separation of device during procedure and device embolization to the left ventricle under fluoroscopy was reported. The patient experienced premature ventricular contractions. The device was snared and removed from the patient. Information from field indicated that the user believed the tension on the cable and turns on the delivery catheter while advancing through the patient may have loosened the device and caused it to pre-maturely detach. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could is consistent with operational context.

Event description:
It was reported that a 10mm amplatzer vascular plug ii was selected for implant on (B)(6) 2024 using a 6f non-abbott introducer sheath to treat a leak. The leak was measured as 6mm in diameter. The 10mm plug was chosen given the patient's anatomical restrictions. Fluoroscopy and transesophageal echocardiography (tee) were used during the procedure. Upon entering the left ventricle, the device pre-maturely detached from the delivery cable and embolized to the left ventricle under fluoroscopy. The patient experienced premature ventricular contractions. The device was snared with a transcatheter snare into the left common femoral artery. Another snare on the left side dragged the device distally through the 8f non-abbott sheath. The device was removed from the patient. The user believed the tension on the cable and turns on the delivery catheter while advancing through the patient may have loosened the device and caused it to pre-maturely detach. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Event description:
It was reported that a 10mm amplatzer vascular plug ii was selected for implant on (B)(6) 2024 using a 6f non-abbott introducer sheath to treat a leak. The leak was measured as 6mm in diameter. The 10mm plug was chosen given the patient's anatomical restrictions. Fluoroscopy and transesophageal echocardiography (tee) were used during the procedure. While in the left ventricle the patient experienced premature ventricular contractions, which was to be expected. The device was implanted. Upon release from the delivery cable the device embolized to the left ventricle under fluoroscopy. The device was snared with a transcatheter snare into the left common femoral artery. Another snare on the left side dragged the device distally through the 8f non-abbott sheath. The device was removed from the patient. The user believe the device migrated due to tension on the cable and loosening of the device. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.